Manufacturer narrative:
Based on the information provide at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient postoperative symptoms. This event was reported via maude event report and did not include contact information. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence and pain are listed in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
Per FDA report mw5085555 - "my son had gotten a right inguinal hernia and sent in for operation on (B)(6) 2016. He had a mesh perfix light plug- MFR: davol, a div. Of bard, model 0117060, lot # huap0309. My son was in so much pain after surgery, what was supposed to be same day surgery ended up being 5 days in hospital. The pain started a day after he got the mesh put in. My son swore that the hernia was not fixed. He was still in major pain. A few months later, I took him back to emergency room because of pain and the drs said he had a hernia again but it was too small to repair. My son has constant pain in his groin. He also has radiating pain which is in his belly button across one side by his kidney into his back area. I have taken him to emergency room two more times since the last and drs keep saying they cannot see the issue and why he has pain. They had seen that the hernia was there but no steps have been taken to repair or check the status of the mesh that was placed in him during his operation for the inguinal hernia. My son has good and bad days. But when the pain starts up, my son is in so much pain that it is unbearable. There is tenderness and swelling in the area. He has thrown up and felt nauseous due to the pain. I believe this is due to the mesh implant. My son is only (b6). He was in perfect health before he received the mesh implant in 2016. Due to pain it is also causing him to get chest pain, and go into panic attacks because he is worrying that something is wrong due to the amount of pain he is in."